Event description:
Patient's foot placed in boot and secured. Torque applied and hip distraction acheived. However, an ankle fracture was sustained.

Event description:
Patient's foot placed in boot and secured. Torque applied and hip distraction acheived. However, an ankle fracture was sustained.